Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 542mg/dl; cause was unknown. A correction bolus via the pump was administered to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.